Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer received multiple intermittent inaccurate fill estimates after filling the cartridge with cold insulin. Customer could not recall if blood glucose was impacted. Tandem technical support informed customer that per labeling, cartridge was to be filled with room temperature insulin. Customer filled cartridge with room temperature insulin and reported pump was functioning properly.